Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to sense r waves and the tines were damaged. The lead was not used and was replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported events for failure to sense and tines were damaged were not confirmed. As received, a complete lead was returned in one piece with a stylet inserted in the inner coil lumen. Visual inspection, x-ray examination and electrical testing were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.